Event description:
It was reported that during a hemorrhoidectomy, the device did not cut completely. The case was completed with cutting and suturing. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.